Event description:
It was reported that, before the procedure, the energy was weak. The procedure was completed with the same console. No patient complications were reported. Further information received indicated that the console prompted a red screen, indicating that the console entered case saver mode. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the low power event.

Manufacturer narrative:
The console was not returned; however, it was serviced on site. Service evaluation indicated that the system was experiencing low power during operation. Inspection identified abnormally high energy values at the lower end of channels 2 and 3. The flash lamps in both channels were replaced, after which the parameters returned to normal and the system tested successfully. No additional issues were identified. The malfunction identified could have affected device performance and contributed to the event experienced by the customer. The system was confirmed to be fully operational following service. A risk review was completed and confirmed that the event of low power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that, before the procedure, the energy was weak. The patient was present at the time of the event. Information regarding the patient and procedure outcome was not provided.